Manufacturer narrative:
(B)(4). Pump was received with no manufacture mode noted. Unit was received with cracked battery tube threads, cracked case at corner of the belt clip rails, missing reservoir tube retainer, missing reservoir tube o-ring and minor scratched lcd window.

Event description:
The customer reported via phone call that their insulin pump was damaged. Customer stated the device had cracks on the left hand side due to wear and tear. The customer¿s blood glucose level was 170 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.